Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 25.8 mmol/l. The customer treated with 4 units of insulin with a bolus. The wife stated that her husband received no insulin for the past 5-6 hours. The customer stated that the cannula was bent when they changed the infusion set. The customer was advised that if insulin is administered 10 units less than 1 hour, it will take some time to register any change in blood glucose reading. The customer was advised to call back to troubleshoot.